Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to program the patient were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00005673.

Manufacturer narrative:
The reported observation of ineffective therapy against the returned lead was not confirmed during electrical analysis. The root cause of the observation was not ascertained. A visual microscopic inspection of the percutaneous lead found no obvious damage. An inspection of the terminal end found proper setscrew engagement markings on the setscrew band. Continuity resistance measurements were taken between the stimulation end and corresponding terminal end electrodes. The resistance measurements were in the range of less than 3.38 ohms on all electrodes, which is within the expected range. Isolation resistance measurements on the returned lead measured greater than 20 mega-ohm which is within the expected range.